Event description:
It was reported that the pressure guidewire was not detected by the system. The pressure guidewire was disconnected and reconnected to the pimette but did not solve the problem. Even disconnecting the wire from the connector did not help solve the problem. A new pressure guidewire was used to complete the procedure. The pressure guidewire was received by the MFR and during eval, it was observed that the distal part of the pressure sensor was missing from the device.

Manufacturer narrative:
(B)(4). The device was returned and investigated according to volcano policy. During eval of the returned pressure guidewire, it was observed that the hypotube was kinked at multiple locations. The distal part of the pressure sensor was missing from the device and some whitish debris was observed on the sensor housing. When functionally tested, an "attach wire to connector" message was displayed. The wire was not recognized by the system and failed to produce the pressure signal. The wire failed the signal test. The most likely cause of the observed signal failure was the broken pressure sensor observed on the returned device. However, we could not conclusively determine how and when the observed damage occurred. The pressure sensor is fabricated from (B)(4) and is not readily seen on x-ray equipment commonly used in the cardiac cath; it may or may not appear on the cine or fluoroscopy depending on the size of the vessel. In the event that portion of the sensor was left inside the coronary artery, the following possible events could have taken place: vessel spasm, vessel closure due to thrombosis, ischemia on ECG and/or chest pain, and/or myocardial infraction of the impacted vascular bed. However, none of these possible events were reported. There was no pt injury reported. The mfg documentation for this device was reviewed and the device met all quality and mfg release criteria. At this time, root cause is unk and it cannot be confirmed or known whether the pressure sensor went missing while the wire was in the pt. Therefore, this report is being submitted out of an abundance of caution.